Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm power cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would intermittently display grainy images during fluoroscopy and then the system stopped booting up. There is no report of pt injury.